Event description:
The customer reported an unknown amount of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. Confirmation testing was not reported to have been performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional information was provided.

Manufacturer narrative:
(Date of event): the date listed within this field is an estimate as the customer did not provide the actual event date. This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use, device discarded.

Event description:
The customer reported an unknown amount of false positive results with the ID now covid-19 2.0 assay performed on an unknown date on an unknown sample type. Confirmation testing was not reported to have been performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. No additional information was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.